Event description:
Reportedly three patients contracted urinary tract infections because the drainage bags did not drain properly. The patients were treated with antibiotics. No further medical treatment was required.